Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was having an MRI because the hcp was looking for a suspected granuloma at the catheter tip. No other symptoms were reported. The event date was noted to be 2016. It was noted that a device manufacturer representative (rep) would read the pump post MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.